Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during preventative maintenance testing. The customer biomedical technician ran the device at 800 ml/hour for flow accuracy testing three times and all three tests failed - 176- 182 ml instead of 190- 210 ml of volume. Another customer biomedical technician ran the same test two times and in both cases the device passed with 193.5 ml. The technician finished preventive maintenance and sent pump back to active care. The reason for original failure was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.